Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil detachment handle (handle). During the procedure, the physician had difficulty detaching the first penumbra smart coil (smart coil) using the handle but was able to detach the coil after multiple attempts. While attempting to detach the second smart coil using the same handle, the smart coil would not detach because the handle was unable to pull the pusher assembly. Therefore, a new handle was opened and used to detach the second smart coil. There was no report of an adverse effect to the patient.